Event description:
It was reported the right ventricular (rv) lead impedance had gradually increased from being steady at 800 ohms to 1048 ohms. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance with a patient alert for right ventricular (rv) pace lead impedance equal to 1024 ohms on (B)(4) 2012. Weekly pacing measurement log data shows a gradual increase for min and max v.pace lead impedance equal to 672 to 1152 ohms range between (B)(4) 2010 and (B)(4) 2012.